Event description:
It was reported that the user experienced an occlusion alert on the pump while using a teflon infusion set and performed a supply change which included changing the infusion set and connector, resolving the occlusion. No adverse clinical symptoms reported. Outcomes included no health consequences or impact, and blood glucose remained unaffected. User support included troubleshooting and user education. Investigation of this case revealed that the occlusion alerts were consistent with an infusion delivery obstruction associated with the infusion set, which resolved after replacement, aligning with an insulin flow restriction at the set or tubing. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion that was corrected by changing the infusion supplies.